Manufacturer narrative:
(B)(4).

Event description:
The consumer reported as the patient left a department store, he went through the gates and felt a shocking sensation. Theft detector guidelines were provided but the patient reported it was too much work to keep turning the implant on/off, so he would just walk through the gates as quickly as possible and endure the possible shocks. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up was conducted (in related pe) to obtain this information. If new information is received, the event will be updated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the shocking sensation was resolved.